Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8352-50, serial: (B)(4), batch: 2000023285.

Event description:
It was reported that the patients device was not working despite the battery functioning as normal. The patient underwent an ipg and lead replacement procedure, and was doing well postoperatively. The explanted devices were not returned per hospital policy.